Event description:
It was reported that a piece of the screwdriver broke during insertion of a screw. A fragment of the driver's tip remains in the patient's bone; the piece was not retrieved. The surgery was completed. A second surgery is not planned. No further patient information was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
It was reported that a portion of the device will be returned for evaluation, but it has not yet been received. The reporter observed the hex of the driver is broken off; there are indications of leveraging. The cause of the event could not be determined from the information available and without device evaluation. Potential causes include flexing the joint during inserting of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. If the device is returned and/or additional patient information is obtained, a follow up report will be submitted.